Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic and motor assemblies.

Event description:
The customer reported that she went into the pool with the insulin pump on. Advised that the insulin pump would be replaced. Nothing further was reported.